Event description:
Reporter alleged the active system generated a blood glucose result of lo (less than 10 mg/dl) when the strip was inserted, however, it was not dosed with blood or control solution. No actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.